Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. The user reported hearing noise when the audio processor (ap) was turned on. The ap was worn for several years without any complaints. No adjustments were attempted and the audiologist was not consulted prior to the explantation.

Event description:
The explanted device was received for investigation.

Manufacturer narrative:
Conclusion: device investigation did not show any device damage or defect which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. The recipient reported hearing noise; however, no technical problem could be detected. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. This is a final report.